Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed a defective battery and revealed battery charger fault alarms. Internal battery required replacement to address the issues. Device was returned to customer unrepaired due to no response received from customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.